Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device; product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported their leads might have migrated. No further complications reported/anticipated.